Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level below 37 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline to address the bg which resolved the issue. Multiple attempts were made by tandem technical support to follow-up with the customer on the release date, but no response was received.